Event description:
The facility risk manager reported that during cataract removal, there was a loss of aspiration and insufficient cutting. The system was rebooted and the surgery proceeded. The fragmentation handpiece suddenly lunged forward with a retinal tear noted. The surgeon repaired the retinal tear. The pt is doing fine. Pt with hypermature cataract of the left eye, chronic angle glaucoma of left eye. While performing the cataract removal with the phacofragmenter, it did not seem to be working properly and was not cutting or suctioning properly. Pt sustained retinal tear during procedure. Repair done.

Manufacturer narrative:
No sample has been received for evaluation. The facility did not request service for the system. The root cause of the pt event cannot be determined in this investigation.